Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported receiving multiple battery alarms on the insulin pump. The customer first received a low battery alert and suspended the insulin pump. Then the customer stated he could not get the device to do anything after putting in a new battery. Customer's blood glucose was not known. The customer received a weak battery alarm after the low battery alarm. Troubleshooting was performed. The customer was avised to clean battery cap. It was advised the battery cap would be replaced.